Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.5, lab: 2.1. Pt's target therapeutic range is 2.0 - 3.0. Comparison done within 15 minutes.

Manufacturer narrative:
Investigation pending.